Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer needed more than 25 units of insulin, the pump did not always prompt the customer to deliver the remainder of the bolus after the 25 u max bolus alert occurred. Reportedly, the customer's blood glucose (bg) level was impacted (300's mg/dl). Customer treated elevated bg level by delivering a correction bolus via the pump. Review of pump data with tandem technical support showed instances where the customer did not acknowledge the max bolus prompt until 10 minutes after the prompt had occurred; therefore the bolus was not delivered. Customer disagreed and stated that the prompt had been acknowledged each time within 10 minutes. Customer declined further troubleshooting.